Manufacturer narrative:
The device was returned to olympus for evaluation. Upon evaluation there were multiple circles found on the image. They were not able to confirm the user request for a green image. The following were additional items noted from the evaluation: dents on the distal edge and outer tube, cracked on the sides, and the light transmission was not at standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus video telescope "endoeye hd ii", 10 mm, 30, autoclavable has a purple color when plugged in. There was no patient harm, no user injury reported due to the event. The malfunction was found while prepping for use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Additional information added to fields h2, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. As a result, the presumed cause and a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.